Manufacturer narrative:
Blood testing was performed using the returned meter and retained test strips. All results were within range specification and no errors were observed during whole blood testing. One of the reported readings was found in the meter's memory.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 700 mg/dl and 138 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. Note: although the customer indicated that they received a reading of 70 mg/dl on their adc meter, the reported meter is designed to report readings between 20 mg/dl to 500 mg/dl. It should be noted that this meter does not give numeric value for readings higher than 500 mg/dl. A "hi" display message indicates a reading higher than 500 mg/dl. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 700 mg/dl and 138 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. Additional blood testing is pending. A final report will be submitted once additional information is received.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 700 mg/dl and 138 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell "out of range" showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.